Manufacturer narrative:
Analysis of the extension (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 7482a95 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2024 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a95, serial#: (B)(6), ubd: 14-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a short circuit and the left extension looked like it had broken. The issue was identified in clinic during a bilateral ipg replacement. Both ipgs were disconnected. The left ipg was connected to the right extension and impedances were checked, all were within normal limits, excluding the ipg as the source of the short. The lead to extension connection was then exposed and disconnected. The lead was tested with alligator clips to ensure the lead was still good, impedances were all within normal limits. The left extension was removed and replaced with a new extension and connected to the replacement ipg and existing left lead. Impedances were checked and all within normal limits. The issue was resolved at the time of this report.